Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. .the patient had nasal irritation, sore throat. The patient had nose burn,and did not remove her mask. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged black particles in tubuing/ chamber. The patient alleged nasal/throat irritation, sore throat. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported incorrect information in sections b5, d8, d9, h6.. The corrected information is reflected in this report. B. 5 section was reported incorrectly in the previous report, which correctly updated in this follow up report. D. 8, d. 9 section were missing in the previous report, which are correctly updated in this follow up report. H. 6 incorrectly mentioned 2466 (health effect - clinical code), which is correctly updated now as 2420.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. A correction to b5 was made and should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging black particles in tubuing/ chamber, nasal/throat irritation, blood in mouth and nose burn related to a CPAP device's sound abatement foam. There was no report of patient harm or injury after the final attempt to have the device and components returned for evaluation, customer hung up the call before asking gfe related questions and terminated the call. The manufacturer is submitting an updated reportat this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged black particles in tubuing/ chamber. The patient alleged nasal/throat irritation, sore throat. There was no report of serious or permanent patient harm or injury.